Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a female patient who had essure (batch no. A02555) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included hot flashes and dysfunctional uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia"), anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), polymenorrhoea ("cycles every other week"), abdominal pain ("abdominal pain") and back pain ("lower back pain") and was found to have uterine leiomyoma ("fibroids") and weight increased ("weight gain"). The patient was treated with surgery (supracervical hysterectomy with bilateral salpingectomy). At the time of the report, the pelvic pain, uterine leiomyoma, anaemia and polymenorrhoea outcome was unknown, the vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain and back pain had resolved and the weight increased was resolving. The reporter considered abdominal pain, anaemia, back pain, dysmenorrhoea, menorrhagia, pelvic pain, polymenorrhoea, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain,fibroids, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: this case become serious incident. Pfs and mr received. Reporters information updated. Lot no. Were added. Event: injury were updated to abnormal bleeding (vaginal).new events: menorrhagia, fibroids, anemia, dysmenorrhea (cramping), pain,: abdominal , back pelvic pain weight gain , cycles every other week were added. Medical history, historical drug, and lab data were added. Fu1 and 2 processed together. On 9-mar-2020: pfs received. Reporter information were added. Fu1 and 2 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a female patient who had essure (batch no. A02555) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included hot flashes and dysfunctional uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia"), anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), polymenorrhoea ("cycles every other week"), abdominal pain ("abdominal pain") and back pain ("lower back pain") and was found to have uterine leiomyoma ("fibroids") and weight increased ("weight gain"). The patient was treated with surgery (supracervical hysterectomy with bilateral salpingectomy). At the time of the report, the pelvic pain, uterine leiomyoma, anaemia and polymenorrhoea outcome was unknown, the vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain and back pain had resolved and the weight increased was resolving. The reporter considered abdominal pain, anaemia, back pain, dysmenorrhoea, menorrhagia, pelvic pain, polymenorrhoea, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain,fibroids, lot number: a02555, manufacturing date: 2012-04, expiration date: 2015-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2020: quality-safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.